Manufacturer narrative:
(B)(4). Customer has not yet returned the device to manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
Information was rec'd that reported a pt was hospitalized on (B)(6) 2011 due to an incident of hyperglycemia. Per the report, the pt awoke with a blood glucose 28 mmol/dl and vomiting. She was brought to the ER. She was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.